Event description:
Patient describes bending forward and supporting her body to stand up at which point she felt a "pop" and had continuous shocking cessation she described as feeling as if she was being "tazed from the inside" until they were able to shut off the device. She sees dr stierlen on monday.